Event description:
A customer reported a cgm error identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, after which the pump functioned correctly without displaying the cgm error again. The caller successfully initiated a new sensor session.